Event description:
Customer reported the insulin pump had a blank display and alarmed failed battery test. Troubleshooting was performed. Customer's blood glucose was 135 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised of what batteries customer should use for the device. Alarm was cleared. Customer was advised to check battery cap, battery compartment, and spring for damage or corrosion, spring was corroded. Customer was advised to clean with alcohol and reinsert a new battery. Customer was advised the device may alarm again, device did alarm. Customer was advised to monitor the device and a battery cap was being sent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.